Event description:
A delivery issue was reported with the adc meter. A customer initially reported that the meter would turn on and off upon strip insertion and ordered a replacement device. Due to a delivery delay of the replacement, the customer was unable to monitor glucose and experienced symptoms of tremors, loss of orientation, and loss of consciousness. The customer was treated with oral glucose by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery issue was reported with the adc meter. A customer initially reported that the meter would turn on and off upon strip insertion and ordered a replacement device. Due to a delivery delay of the replacement, the customer was unable to monitor glucose and experienced symptoms of tremors, loss of orientation, and loss of consciousness. The customer was treated with oral glucose by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle optium neo meter and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. H4 (device mfg date) were updated based on extended investigation. Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.